Event description:
A peritoneal dialysis (pd) patient reported that his cycler alarmed for the heater bag not being detected during treatment. He was unable to clear the alarm. He discontinued treatment and disconnected. When he opened the cassette door. Fluid came out of the cassette and the pump module was wet. The patient was advised to call his pd nurse. Later follow up with the patient's pd nurse determined that the patient was continuing treatment with a new cycler and did not have any signs of infection. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.